Event description:
It was reported that a roi-c cage and plate broke when the surgeon put in the long anchoring plate; the awl was not used to prepare the bone and the patient had hard bone. The cage and plate were removed and replaced to complete the procedure without patient impact. This is report two of two for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3004788213-2022-00019.

Manufacturer narrative:
Device evaluation: visual inspection revealed the cage has fractured and one of the returned plates has deformation damage to the end of the plate. The other returned plate shows no signs of damage. Potential cause: root cause was unable to be determined. This event could possibly be attributed to not using the awl to prepare the bone or due to unknown patient factors. DHR review: per DHR review, the parts were likely conforming when they left zimmer biomet control. . Device use: this device is used for treatment.

Event description:
It was reported that a roi-c cage and plate broke when the surgeon put in the long anchoring plate; the awl was not used to prepare the bone and the patient had hard bone. The cage and plate were removed and replaced to complete the procedure without patient impact. This is report two of two for this event.